Manufacturer narrative:
The received device had the needle mechanism not deployed. The download data reported that the device was in 'mfg test complete' state and the priming sequence had not begun. No insulin was discovered in the reservoir; the fill level was not high enough to advance the pod to 'filled' state. The device was connected to a master pdm and a 5u test bolus was delivered without issue. No issues were found that would prevent successful deployment of the needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.